Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer indicated that after 1-2 days of using the tubing, insulin was not observed exiting from it. The customer's blood glucose (bg) level was elevated; however, the customer did not have any supplies to bring the bg level down. The customer was admitted to the hospital for diabetic ketoacidosis on (B)(6) 2105 and was treated with potassium and intravenous fluids. The customer was discharged on (B)(6) 2015 and the high bg level was resolved. As the occlusion had occurred in the past, tandem technical support was unable to perform a system check to determine the cause of the occlusion.